Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards has learned that a patient underwent valve-in-valve surgery for replacement of a 27mm mitral valve. The mitral valve had been implanted for approximately seven (7) years and six (6) months. The reason for the replacement was due to stenosis. As reported, the mitral valve was initially implanted due to bacterial endocarditis. The patient re-presented with severe mitral stenosis with a valve area of 0.5 cm, peak gradient of 20mmhg, dilated right ventricle, and pulmonary hypertension. A 26mm sapien xt was implanted via transapical route and the outcome is noted as "with good result".

Manufacturer narrative:
The device is not available for return and evaluation because it remains implanted after a valve-in-valve surgery. No additional information regarding the condition of the device has been provided. Although requested, no additional information regarding the present status of the patient has been provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which can occur as a result of stenosis (from calcification or host tissue overgrowth). In this case, information regarding this valve replacement was received through a report of a valve-in-valve surgery and subsequent attempts to get additional information regarding the condition of the device have been unsuccessful; therefore, we are unable to confirm the clinical report of severe stenosis.